Event description:
The patient was reportedly experiencing shock like feelings. An abscess was found near the cochleostomy. Revision surgery will be scheduled. Advanced bionics is in the process of gathering more information; once more information is obtained, a supplemental report will be submitted.